Event description:
The audible alarm failed in function. The customer's bio-med technician inspected the unit and reported that he found a connector unseated. He reattached the connector and the unit began functioning properly. It was undetermined how the cable became detached. This report is not an admission by co that this device caused or contributed to the event alleged in this report.